Manufacturer narrative:
Updated sections: a2, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 05/04/2020. Photographs were provided by the account. Signs of clinical use and evidence of blood was observed on the jaws. The gray silicon insulation was observed to be peeled away on the cold jaw from the middle of the jaw to the tip of the jaw exposing the metal jaw. No photographs were provided of the peeled silicone insulation. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached both at the base and tip of the hot jaw. An investigation was conducted on 06/03/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws as well as on the harvesting handle. The gray silicone insulation on the cold jaw was observed to be peeled away at the center to the tip of the cold jaw exposing the metal jaw. The peeled away silicone insulation was not returned for evaluation. The gray silicone insulation on the hot jaw was observed to be intact, no visual defects were observed. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached both at the base and tip of the hot jaw. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed as well as for the analyzed failure "material twisted/ bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber tip broke off making it not usable, it was at the end of the case. They were able to complete the case without opening a new kit. Nothing fell into the patient. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber tip broke off making it not usable, it was at the end of the case. They were able to complete the case without opening a new kit. Nothing fell into the patient. The hospital did not report any patient effects.